Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The proximal set-up joint (psuj) was returned for failure analysis and the reported problem was confirmed but not replicated. In system logs, error 319 was confirmed indicating node not present at start up. In error logs, the error started at the flex and went downstream. Ther psuj was installed on a golden system where no faults occurred in normal mode. Tested proximal on patient side cart fixture test platform (pftp) where it passed all relevant testing. After testing was completed, a visual inspection found no faults related to the reported event. Further investigation found fse replaced multiple fibers at time of service. The flex was confirmed but not replicated. Fiber power was checked and found to be within specifications. The root cause of the psuj could not be determined. However, the flex¿s fiber cable could be a potential root cause of the reported event which could be attributed to an electrical component failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced flex 1 and proximal set-up joint (psuj). Fse also replaced wrist fiber and spider cables. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the psuj and flex 1for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the user informed the technical support engineer (tse) that they encountered an error while using a prograsp forceps instrument. The user was able to recover from the fault but then encountered a non-recoverable fault on the universal surgical manipulator (usm)1.the user was instructed to perform a soft power cycle and a hard power cycle on the system, but the issue persisted. The tse reviewed the system error logs and confirmed the occurrence of the non-recoverable fault 319. The user planned to replace the patient side cart from another system in order to continue with the procedure. No known impact or patient consequence was reported. A procedure delay was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that there was no patient injury, and the procedure was delayed for 30 minutes.